Event description:
The clinic's rep reported that the surgeon was performing an iol exchange surgery and while making the first cut in the acrysof acrylic lens, with a dfh-00012, packer/chang iol cutter, the lower blade, one of two, fell off. There was no pt impact and the blade was removed. The paracentesis required opening for a vannas scissors and the wound required suture to close.

Manufacturer narrative:
There was a small amount of residue on the device/components when examined. There was also rust on the broken tine, cannula, and other components, but the rust could have occurred after the breakage. No final conclusion could be made but it appears the breakage was due to normal wear and tear, as the product was manufactured in april 2008 and repaired in june 2009.